Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level went from 195 mg/dl to over 600 mg/dl. The customer was going to treat their high blood glucose level with a manual shot. The device was not returned.